Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. The patient was hospitalized with diabetic ketoacidosis. The patient had symptoms of body aches and dizziness. The blood glucose result was 530 mg/dl when she arrived at the hospital. The patient was treated with an insulin drop and she stayed in the hospital for 1 day. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Correction - the manufacturing site name was updated in section g1.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.